Event description:
It has been brought to manufacturer's attention that lyric device was removed after 14 wear days due to discomfort and ear irritation. Upon the removal the hcp observed medical ear/drainage and referred the patient to medical practitioner. Further the hcp entered an observation of known tm perforation and draining with a note "I don't feel this is lyric related". Follow up with the hcp has been initiated to learn more about the event.